Event description:
Information was received indicating that a smiths medical pump did not complete infusion the amount that was programmed (350ml). There were no reported adverse events.

Manufacturer narrative:
Other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, in the event history log, it was noticed that the customer entered the wrong brand of syringe leading to the error. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records., corrected data: manufacturing device history review was not performed.